Event description:
It was reported that balloon rupture occured. A 12.0 x 40, 75cm mustang balloon catheter was used during an angioplasty of a dialysis access graft. However, during inflation, it was noted that the balloon ruptured prior to reaching the burst pressure. The procedure was completed with a different device. There were no patient complications nor injuries reported and patient is fine.